Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product; however, the identified nonconformance did not affect product integrity or product functionality. The device was, therefore, approved for use. The DHR anomaly is not related to the alleged complaint. Visual analysis of the lead observed broken wires with a severe kink on the lead segment approx 24 cm away from the stimulation end. Discoloration was noted in the lead segment. Due to the broken wires, functional testing could not be performed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30-day reporting requirement as part of an add'l retrospective review initiated in response to the (B)(4) 2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-01758. The pt received his scs system, including two percutaneous leads, on (B)(6) 2010. It was reported that the pt lost stimulation, and diagnostic tests exhibited invalid impedance readings on multiple lead contacts. The pt denied any falls or traumatic events. A fluoroscopy showed no anomalies with the scs system. The physician explanted and replaced the leads on (B)(6) 2010. It was noted during surgery that both leads had broken wires at the suture site. No further pt complications were reported.